Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer stated that she was trying to give insulin for food, and received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.